Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached; method code, result codes and conclusion codes updated device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The balloon was inflated to nominal pressure and subsequently to rated burst pressure with no restrictions noted. No issues were observed with the balloon wall or with the deployment of the stent. No issues were observed with balloon deflation at both the proximal and distal end of the balloon. The bumper tip of the device showed no signs of damage when first analyzed. However following analysis, the tip was inadvertently damaged by the technician. A visual and tactile examination found one hypotube kink at 260mm from the end of the hub. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4)

Event description:
It was reported that stent movement on balloon occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the left anterior descending artery. A 2.75x32mm promus element srug-eluting stent was advanced to treat the lesion. However, during an attempt to deploy the stent, the balloon failed to open. Inflation was repeated and the balloon opened up very little. The stent was pulled back, but the stent got partially dislodged from the balloon. The entire assembly was then pulled out to prevent complete dislodgement. The vessel was rewired and the procedure was completed with another of the same device. No patient complications were reported and the patient's status stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent movement on balloon occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the left anterior descending artery. A 2.75x32mm promus element drug-eluting stent was advanced to treat the lesion. However, during an attempt to deploy the stent, the balloon failed to open. Inflation was repeated and the balloon opened up very little. The stent was pulled back, but the stent got partially dislodged from the balloon. The entire assembly was then pulled out to prevent complete dislodgement. The vessel was rewired and the procedure was completed with another of the same device. No patient complications were reported and the patient's status stable.